Event description:
It was reported that this patient with a left ventricular assist device had right ventricular (rv) shock lead impedance trends, that had gradually reached about 142 ohms. A commanded shock was recommended, should the impedances reach 145 ohms. The physician decided to continue to monitor the patient. No adverse patient effects were reported. This report will be updated, should additional information be received.